Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into two pieces, typical of insertion and removal from the eye. Multiple scratch\marks are observed on both the anterior and posterior sides of the optic. Power and resolution testing could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that following a cataract extraction with intraocular lens (iol) implant procedure, there was a change in position of the iol after retinal surgery which resulted in a sharp decline in vision. An iol exchange was performed due to the patient's complaint. The replacement lens is from a different manufacturer. Additional information has been requested.